Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: p901846, ubd: unknown, UDI#: unknown. Additional information added to sections a and b5 the camera 9735821 vega base s8 svc was returned to the manufacturer for evaluation. It was reported that the returned positioning sensor unit (psu) had many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .574mm with a passing threshold of .250mm. Previously reported codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this occurred prior to a patient being in the room. It was in preparation for a crani but it was not specified. The surgery type was a cranial tumor resection. There was no impact on patient outcome. This was confirmed with the surgeon.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h3: a manufacturer representative went to the site to test the equipment. It was reported that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that a ¿localizer faulted¿ error message was displaying on the system during a visual cranial case. The error showed up while setting up for registration. The manufacturer representative stated that they asked a staff member at the site to reseat the cable between the main cart and the camera cart. However, the error persisted. It was noted that the site had to abort use of the navigation system. It was further reported that another manufacturer representative sent in a photo of the network device interface (ndi) toolbox and confirmed this was a non-negligence bump status, as there was a yellow box around the bump status and the internal storage temperature. It was noted that the positioning sensor unit (psu) was approximately six years old. It was unknown if there was a delay to the procedure. There was no reported impact to patient outcome.